Manufacturer narrative:
Evaluation summary: the trailblazer was received for analysis and investigation. The device was received in two segments. The trailblazer was inspected and it was observed that the catheter fractured. The distal segment was approximately 18cm long and the proximal segment was 117cm long. The distal segment showed traces of blood within the lumen. No damage was observed to the distal tip; however, the proximal end showed a fracture face ductile in nature. Approximately .5cm from the fracture face a kink to the catheter was noted. The proximal segment was inspected and showed a ductile fracture face at the distal end of the catheter. A kink was also observed to the medial section of the catheter segment.

Event description:
The physician was attempting to treat patient using a trailblazer catheter in the left, mid common iliac artery. Target lesion type was calcified. Lesion had moderate tortuosity and severe calcification. Artery diameter was 6-7 mm and lesion length was 20 mm. A 6f sheath and .035 guidewire were used. IFU was followed. Vessel was not pre-dilated. It was reported that the tip detached at the target lesion. The physician noticed the marker bands at the tip of the trailblazer separated from the catheter when attempting to cross. The detached component was removed by using a snare. No patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.